Event description:
Boston scientific crm received information that this right ventricular defibrillation lead presented with noise oversensing on the ventricular channel, an increase in thresholds, and a sudden increase in pacing impedance measurements. A lead fracture is suspected. No adverse patient effects were reported.

Manufacturer narrative:
A revision has been scheduled for a future date to replace the lead. The lead is not expected to be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.